Event description:
It was reported that bd insyte-n¿ autoguard¿ shielded IV catheter needle was difficult to retract. The following information was provided by the initial reporter: material no.: 381511 batch no.: unknown. It was reported that there is severe drag when pulling back on the needle. We have been having challenges with the insyte ref 381511 and ref 381411. Our clinician¿s chief complaint is severe drag as they pull back on the needle to the point that it dislodges the catheter. At first we were thinking it was a night shift issue but upon further discussion our day shift has had this experience as well.

Manufacturer narrative:
Event attributed to: required intervention relevant tests/laboratory data: after several attempts by experienced staff, central lines needed to be placed. Device available for eval? No. Initial reporter facility: (B)(6). Type of reportable events: serious injury.

Event description:
It was reported that bd insyte-n¿ autoguard¿ shielded IV catheter needle was difficult to retract. The following information was provided by the initial reporter: material no.: 381511 batch no.: unknown. It was reported that there is severe drag when pulling back on the needle. We have been having challenges with the insyte ref 381511 and ref 381411. Our clinician¿s chief complaint is severe drag as they pull back on the needle to the point that it dislodges the catheter. At first we were thinking it was a night shift issue but upon further discussion our day shift has had this experience as well.

Manufacturer narrative:
Investigation: bd was not able to duplicate or confirm the customers indicated failure as no item number, sample, batch, or lot code was provided. DHR could not be performed as the lot# is unknown and a root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd insyte-n¿ autoguard¿ shielded IV catheter needle was difficult to retract. The following information was provided by the initial reporter: material no.: 381511, batch no.: unknown. It was reported that there is severe drag when pulling back on the needle. We have been having challenges with the insyte ref 381511 and ref 381411. Our clinician¿s chief complaint is severe drag as they pull back on the needle to the point that it dislodges the catheter. At first we were thinking it was a night shift issue but upon further discussion our day shift has had this experience as well.